Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism and the sleevehead.

Event description:
It was reported that during the implant procedure the lead had unacceptable thresholds of greater than 2 volts and the physician did not like the way the connector end of the lead looked. The lead was not implanted. No patient complications have been reported as a result of this event.